Event description:
Related manufacturer report number: 1627487-2023-04073 it was reported that the patient's ipg was explanted and replaced for a recharge burden. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. During the procedure, high impedances were noted on one of the patient's leads. The lead was reconnected to the lead extension, but the issue persisted. The lead currently remains implanted, and effective therapy is being achieved with the patient's other lead.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.